Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that chest pain and coronary restenosis occurred. In (B)(6) 2012, percutaneous coronary intervention (pci) was performed. The 75% stenosed, 25x2.5mm, eccentric, type b2, diffused target lesion located in the severely calcified proximal left anterior descending (lad) artery. The lesion was treated with pre-dilatation and placement of a 2.50x28mm promus element everolimus-eluting coronary stent system at 24 atmospheres. Following post dilatation, residual stenosis was 0%. The procedure was completed. In (B)(6) 2016, the patient was presented with cardiogenic chest pain. The stenosis ratio of proximal lad was above 70%. The following day, pci was performed. Two days from the onset of symptoms, the event was resolved.